Event description:
It was reported that a patient underwent an initial right knee procedure. Subsequently, the patient was revised due to unknown reason.

Manufacturer narrative:
(B)(4). This report is to relay additional information: x ray review: in the post-primary ap x-ray, the medial edge of the tibial tray appears to be overhanging from the tibial plateau. The oxford partial knee surgical technique states that the medial edge of the tibial tray should be flush with (or overhang less than 2 mm from) the medial edge of the tibial plateau. The two most recent ap pre-revision radiographs ((B)(6) 2018 and (B)(6) 2019) show evidence of decreased bone density below the tibial tray. The manufacturing history records (mhr) of the tibial tray, femoral component and polyethylene bearing were checked and verify that the parts were manufactured and sterilised in accordance with the applicable specifications. In addition, we have not been provided with any supporting documentation which could provide additional information. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
Knee revision due to unknown reasons.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown femoral component, catalog #: not reported, lot #: not reported medical product: unknown tibial component, catalog #: not reported, lot #: not reported. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00364, 3002806535-2019-00365. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Knee revision due to unknown reasons.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Medical product: oxf twin-peg cmntd fem sm PMA catalog #: 161468 lot #: 747820. Medical product: oxf uni tib tray sza rm/ll PMA catalog #: 154719 lot #: 007550. Medical product: oxf sawblade stryker cmntd 3pk catalog #: 506298 lot #: 294309. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right knee procedure. Subsequently, the patient was revised due to unknown reason.